Event description:
While pt was being revised to address loosening of a competitor's stem, poly wear of the depuy liner was found. The cup was also changed, although there was nothing wrong with it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.